Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7426, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v010290, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v010290, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient died on (B)(6) 2013. It was noted that the cause of death was that the patient had contracted blood clots along with his parkinson's and it caused a stroke. It was also noted that the death was not related to the device or therapy.